Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was addressed by a correction bolus via pump and a manual insulin injection. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.